Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: photographs provided by the customer were evaluated. The photograph displayed the suspect lens outside the patient's eye and the suspect handpiece on the original folding carton. The plunger rod can be observed to be fully advanced; and the lens optic can be observed to be damaged. Because no product was received, no further evaluation could be performed. The complaint issue "cosmetic issues" was not identified during photograph evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) presented a mark in the center of the optic. There was no handling error, and the iol did not get stuck in the injector. The tip of the cartridge was in contact with the patient's eye. The surgeon withdrew the lens as the damage was noticed when attempting to implant the iol. Through follow-up, we learned that the lens was implanted and removed. A replacement lens was implanted. The patient is well. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: september 3, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found fully advanced with viscoelastic residue observed throughout the cartridge. Stress marks were observed on the cartridge tip; the cartridge tip was damaged, and the damage extended to the cartridge. No issues were observed with the lens module, device assembly, and plunger rod advancement. The plunger rod tip was observed to be broken off the plunger rod. Viscoelastic residue was observed in and below the lens module. The lens was received coated in an unknown liquid. The lens was cleaned revealing that the lens was torn and damaged; the haptics were also damaged. The complaint issue "cosmetic issues" was not identified during product evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.